Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an infusion set fell off event on (B)(6) 2025 during use. Infusion set was used for a day and a half day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 12-feb-2026 against "lot number 6012554 and similar malfunction codes: adhesive patch completely detaches during use-detachment / significant wetness, adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to cannot be determined). The review confirmed that lot 6012554 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search - a query was run in the eqms on 12-feb-2026 against "lot number" criteria equal 6012554 and similar malfunction codes adhesive patch completely detaches during use- detachment / significant wetness, adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to cannot be determined). The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6012554 was manufactured according to the work instruction (wi) version 121 and manufactured in the line 08 on 29-mar-2025 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012554 and related malfunction codes for adhesive issues. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.